Event description:
The healthcare professional reported that the pt had an infection. No additional information was provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.